Event description:
It was reported that the left ventricular lead exhibited high impedance measurements and high capture thresholds. On (B)(6) 2017 the patient presented to the clinic and the device was reprogrammed and normal impedance and thresholds measurements were obtained. The patient was asymptomatic and would be monitored.